Event description:
Surgeon reports patient having pain in left knee status post triathlon pkr. Surgeon decided to revise the knee to a total. He carefully removed the implants and revised the knee to a primary posterior stabilized total. Additionally reported on (B)(6) 2013: the sales rep noted loose tibial component.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
(B)(6). An event regarding loosening involving a triathlon pkr baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: x-ray copies available for review include an ap and lateral of the left knee, which is demonstrated, demonstrating a cemented medial unicondylar knee arthroplasty in which the tibial component is loose and has migrated into varus and increased posterior slope. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. -device history review indicated all devices accepted into final stock met specification. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that the baseplate loosened and migrated into varus with posterior slope. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.

Event description:
Surgeon reports patient having pain in left knee status post triathlon pkr. Surgeon decided to revise the knee to a total. He carefully removed the implants and revised the knee to a primary posterior stabilized total. Additionally reported on 10-11-2013: the sales rep noted loose tibial component.